Manufacturer narrative:
(B) (4).

Event description:
The pt had to recharge frequently, for three hours every two days. Impedance for pair 1, 2 was 159 ohms and "out of regulation" messages were displayed. A short was confirmed. CT revealed that one of the wires had "thinned" though it was not possible to determine if this was the cause of the short. It was possible to program around the short and the pt was receiving benefit. The device held charge at a more reasonable level; nothing was explanted or replaced.